Event description:
The user facility reported to terumo cardiovascular systems corp that during vein harvesting procedure the shaft of the v-cutter snapped in half during the case. No known impact or consequence to pt. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).